Manufacturer narrative:
This report is submitted on april 27, 2020.

Manufacturer narrative:
This report is submitted on march 23, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2019, due to persistent otoliquorrea. The electrode array was left insitu to preserve the cochlear for future re-implantation.